Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 4.10e. P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread, cracked keypad overlay, missing display window/cover and cracked lcd window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.